Event description:
At 2 am alarm went off on pump, felt there was a leak in the iab, could not remove iab so another iab was inserted into the other leg. Pt was brought to or, the iab was surgically removed. Pt is fine.